Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A gastro ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient began duodopa therapy on (B)(6) 2022. The patient's sister reported that the patient was hospitalized from (B)(6) 2026 due to a gastric ulcer and anemia and had missed a dose of duodopa. It was unknown if the duodopa tubing was related or caused the gastric ulcer and anemia. No further information was provided.